Event description:
It was reported that the patient was presented to the hospital for a ventricular lead revision. Opening the pocket revealed insulation abrasion on the atrial lead. The lead was explanted and replaced.